Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to remove could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the starclose instructions for use (IFU), precautions section, states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate interventional and / or surgical removal of the device and vessel repair. Additionally, the IFU, states: if resistance is met upon removal of the device, follow the steps below to remove the device: locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible click should be heard. Check that the number 3 exits the number window completely and the thumb advancer is freed from the locked position. Repeat the above steps if necessary. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings. Femoral angiogram results noted calcification was present at the access site. It should be noted that the IFU, states: do not deploy the clip in areas of calcified plaque. It is unknown if the patient calcification contributed to the reported event. The reported difficult to remove the device and tissue damage appears to be related to interaction with patient tissue. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a starclose se device with a 6f sheath after a stenting of superficial femoral artery interventional procedure. Reportedly, the clip was deployed. Resistance was felt during removal of the starclose se device as it got stuck in patient's groin. The access port was not used to retract the thumb advancer before removing the device from the patient. Force was used during removal of the starclose se device. Manual arterial compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. Additional information was received on 4/9/2019 stating there was tissue damage noted upon removal of the device. The tissue damage was treated with manual compression. No additional information was provided.